Event description:
It was reported that the medication in the device was reduced; it no longer controls the patient's pain. Per the reporter, this reduction was done so rapidly that they got 'ecoli and was hospitalized'. Drug in the device was reported as morphine; this was reduced from 270 mcg/day to 52 mcg/day. Concentration was varied from 4000 to 500 (unspecified). A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).